Event description:
It was reported that during a procedure the stapler did not staple. Another stapler was used. No pt injury reported.

Manufacturer narrative:
(B)(4). Device sample received by MFR, but investigation is still underway at time of this report.